Event description:
It was reported by service report that the jack is drifting and the siderail will not latch upright. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Spindle.